Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The tubing came from the pharmacy having a poor connection to the close system transfer device. The issue was identified when the device was hooked up to the intravenous (IV) pump. It was further reported that "vidaza leaked through the tubing site that was connected to the spiro". There was no report of patient injury or medical intervention associated with this event. No additional information is available.